Event description:
The pt underwent an interventional procedure on the left common femoral (lcf) artery. The physician attempted arteriotomy closure using a prostar xl 8 fr device. Difficulty was encountered while attempting to achieve mark. The physician pulled back the device to flush the marker lumen, causing the artery to tear. The pt was taken to surgery for intimal dissection of the left femoral artery. Surgery was successful and the pt recovered without further incident.